Manufacturer narrative:
As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported that during an in-service, it was observed that the attachment device overheated and the color code was stripped off. The event was not related to surgery. There was no patient involvement. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and determined that the temperature was according to specification. Therefore, the reported condition was not confirmed. An assignable root cause was not determined. However, during evaluation, it was found that the nose cone was missing its color bands due to wear from normal use and servicing over time. If additional information should become available, a supplemental medwatch report will be sent accordingly.